Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a component of columbus knee system. According to the complaint description, this knee implant was "defective and failed prematurely because the ceramic coated surface fails to properly adhere to the cement". There was postoperative mechanical loosening. It was noted that the surgeon easily removed the implant by hand during the revision. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information: a. Section - patient initials.

Manufacturer narrative:
Additional information: a section - patient data, b5 - description updated, b6 - test results, b7 - relevant medical history, d1&2 - brand name, common device name, product code, d4 - material, batch, expiration date, d6 - implant and explant dates, d10 - involved components, e1 - additional reporter, e2&3 - health professional, profession, g4 - 510k, h4 - manufacture date.

Event description:
Update: the medical device was updated to nx062z - as tibia extension stem 12x52mm cemented. This device is now considered to be an involved component. The patient had undergone a left total knee arthroplasty (tka) on (B)(6) 2022 with complaints of left knee pain and effusion postoperatively; and revision surgery on (B)(6) 2023 . Associated medwatch reports: nx053z (aesculap ag reference no. (B)(4); 9610612-2026-00060), nx011z (aesculap ag reference no. (B)(4); 9610612-2026-00062), nr005z (aesculap ag reference no. (B)(4); 9610612-2026-00061), nx053z (aesculap ag reference no. (B)(4); 9610612-2026-00063). Involved components: nx062z/ as tibia extension stem 12x52mm cemented (aesculap ag reference no. (B)(4); 9610612-2025-00100). Nx220/ vega ps+ gliding surface t2/2+ 10mm (aesculap ag reference no. (B)(4), nr404z/ as femur extens.stem 5° d14x117 cem.less (aesculap ag reference no. (B)(4), nr400z/ as nut f/femur extens.stem all sz. Neutr. (Aesculap ag reference no. (B)(4), nx063z/ as tibia extension stem 14x52mm cemented (aesculap ag reference no. (B)(4), nn423/ columbus uc gliding surface t2/2+ 16mm (aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information: h6 - codes updated. The product was not returned. The investigation was based upon event description. Batch history review: a batch history review could not be performed because the lot number could not be identified. No additional information has been received from the market. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: based on the current information and without the product for investigation, a clear conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.